Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the event history log confirmed the increased intra-peritoneal volume (iipv) event. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty of iipv. A cause of the iipv found in logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume. The device was determined to meet specifications for the reported difficulty of iipv. This issue is being investigated through a CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 08:25 with a drain volume of 3226 ml during cycle 4. Largest prescribed fill volume: 2000 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.